Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer¿s blood glucose level was 54 mg/dl at time of incident and current blood glucose level was 129 mg/dl. The customer¿s reported customer does not allege pump was over delivering. The customer was treated with food. The customer was advised to monitor pump and blood glucose and was advised to call health care professional to discuss possible causes of low blood glucose. The insulin pump will not be returned for analysis. Concomitant medical products: reservoir 3ml (frn) mmt-332a.